Event description:
The customer reported that the high voltage cable was damaged and this rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced and the filament and collimator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.